Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the drive motor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal drive motor displayed an 'overspeed' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the service repair technician (srt) found that the motor window was scraping on the magnets due to the snap ring on the motor being bent out of shape. The srt replaced the motor pump window and the snap ring. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.